Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, preceding/simultaneous bone augmentation, peri-implantitis, pain, swelling, inflammation, mobility. Possibly related to the extraction and presence of bacteria.